Manufacturer narrative:
(B)(4).

Event description:
Additional information being requested.

Event description:
Despite multiple attempts to risk management for additional information, no response was received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. User facility medwatch is attached. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. (B)(4).